Event description:
Customer reported she is finding air bubbles in the reservoir all the way down to the infusion set and ends up with high blood glucose. She also reported that insulin pump has cracks on the battery compartment and the up and down arrow buttons were sticking and causing her to have low blood glucose. Current blood glucose reading is 300 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacturer report number 2032227-2015-09268 for keypad issue.